Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient was injected with 1cc of juvederm vollure xc and 3 months post injection that they had an induration on their top lip and has now started on bottom lip. Treatment is noted as zovirax 400 mg 1 po bid for 5 days and prednisone 5 day treatment taper starting at 60, 40, 20, 10, 5 mg. Hcp stated that they did not reverse the filler and wants to give it a couple days to see if there are any changes. Event is ongoing at this time.